Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed that there was high out of range electrode impedance measurement. Technical services (ts) determined that this was because patient and electrode data were already input into the device prior to implant. During defibrillation threshold (dft) test during procedure, there was difficulty in converting, even at maximum energy. External shocks were required. The patient was taken to a different hospital after pocket closure then the physician elected to remove this s-ICD and replace it with a new implantable cardioverter defibrillator (ICD) with additional shocking coils. The procedure was successfully completed. No adverse patient effects were reported outside of the replacement procedure. As of today, this device has not been returned for additional analysis. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that, prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed that there was high out of range electrode impedance measurement. Technical services (ts) determined that this was because patient and electrode data were already input into the device prior to implant. During defibrillation threshold (dft) test during procedure, there was difficulty in converting, even at maximum energy. External shocks were required. The patient was taken to a different hospital after pocket closure then the physician elected to remove this s-ICD and replace it with a new implantable cardioverter defibrillator (ICD) with additional shocking coils. The procedure was successfully completed. No adverse patient effects were reported outside of the replacement procedure. As of today, this device has not been returned for additional analysis.